Manufacturer narrative:
(B)(4). Batch # t5cl03. Additional information was requested, and the following was obtained: were there any patient consequences? No additional information is available. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an enterectomy, the stapler cut but did not staple, there was spillage of bowel, the rectum retracted, and the doctor had to perform a hand anastomosis. The procedure was prolonged by an unknown number of hours. No additional information is available.